Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2 reference. MFR report: 1627487-2017-07058. It was reported the patient's scs leads were completely severed. Surgical intervention was taken to have the leads explanted and replaced. Effective stimulation therapy was restored post-operatively.